Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a shock impedance measurement of zero. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi) and following up with the patient to check on an emi source. No adverse patient effects were reported.